Event description:
Customer reported that the insulin pump returned an error message. Customer reported replacing the battery then receiving a failed battery test. Customer also reported that the insulin pump's act button was not responding. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. No frozen display during testing. Insulin pump passed the error test. No unexpected restart alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, broken belt clip slot and cracked battery tube threads.